Manufacturer narrative:
Intuitive surgical has received the (remote arm controller board) rac involved with this complaint and completed investigation. Failure analysis investigation replicated and confirmed the reported complaint of error 810. The rac was installed in the printer circuit assembly test system and during power up, the system failed with error 810. There was no power observed on the rac. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: a non-recoverable fault occurred rendering the da vinci system unavailable after the start of a surgical procedure. The system unavailability after start of the surgical procedure (first port incision) led to the procedure being aborted and rescheduled to a later date.

Event description:
It was reported that during a da vinci assisted pelvic lymphadenectomy, the da vinci system experienced repeated 810 non recoverable emergency stop errors, rendering the system unavailable for use after the start of the procedure. According to the reporter, on (B)(6) 2016, arm 3 on the da vinci system had no lights on after the customer rebooted two times. Intuitive surgical inc. (Isi) technical support asked the customer to power cycle the system and reposition arms; however, no change to the arm was observed. Isi technical support asked the customer try and manually stow or re-position arm 3 and power cycle the da vinci system; however, the errors still continued. The customer exercised all methods of troubleshooting without any change to the system functionality. It was determined that the system was unable to be used for the remainder of the procedure. Additional follow-up was conducted on (B)(6) 2016 and it was noted that the surgeon aborted the da vinci procedure after the ports had been placed. The patient was discharged with no injuries and no other information was provided. Additional isi technical field specialist (tfs) investigation has been conducted and the 810 errors issue was confirmed and replicated. The system was powered down and the remote arm controller board (rac) was replaced. The system was tested and verified as ready to use.